Manufacturer narrative:
Block b5 has been updated with the additional information received. Block h6: imdrf device code a020602 captures the reportable event of ro marker band missing. Block h11: a naviflex rx delivery system was returned for analysis. A visual examination of the returned device revealed that the unit exhibited no damage. The ro marker band was also observed to be present and intact. No other damages were noted to the delivery system. Product analysis was unable to confirm the reported event of ro marker band component missing. Taking all available information into consideration, the investigation concluded that the reported event and observed condition were not corroborated during product evaluation, as the device was found to have the ro marker present upon analysis. No evidence of damage or a missing component was identified. Therefore, a review and analysis of the all the available information indicated that the most probable cause is device problem excluded.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be implanted to treat a biliary stricture in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on ((B)(6) 2025. During the procedure, could not found the x-ray marker. Another naviflex rx delivery system was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on february 20, 2026. It was reported that the guide catheter's radiopaque marker cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be implanted to treat a biliary stricture in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, could not found the x-ray marker. Another naviflex rx delivery system was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a020602 captures the reportable event of ro marker band missing. Block h11: a naviflex rx delivery system was returned for analysis. A visual examination of the returned device revealed that the unit exhibited no damage. The ro marker band was also observed to be present and intact. No other damages were noted to the delivery system. Product analysis was unable to confirm the reported event of ro marker band component missing. Taking all available information into consideration, the investigation concluded that the reported event and observed condition were not corroborated during product evaluation, as the device was found to have the ro marker present upon analysis. No evidence of damage or a missing component was identified. Therefore, a review and analysis of the all the available information indicated that the most probable cause is device problem excluded.

Manufacturer narrative:
Block h6: imdrf device code a020602, captures the reportable event of ro marker band missing.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be implanted to treat a biliary stricture in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, could not find the x-ray marker. Another advanix-naviflex delivery system was used to complete the procedure. There were no patient complications reported as a result of this event.